Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for absence of occlusion alarm. The customer¿s blood glucose level was 423 mg/dl at the time of the incident. Customer performed high pressure test. Customer stated that the insulin pump did not alarm in less than 5.0 units. Advise customer to check for leaks/air in tubing/reservoir/connections and it found nothing. Customer stated that they are not able to perform set change and repeat high pressure test independently. Assisted customer with set change. Assisted customer with manual prime until they observed insulin exiting the tubing. Assisted with replacing clamp and repeating high pressure test. Customer states the pump did not alarm in less than 5.0 units. Advise customer the pump will need to be replaced. Advise to revert to backup plan and treat per healthcare provider's instructions. The insulin pump will be returned for analysis.